Manufacturer narrative:
On 04th november 2024, the user reported that the cgm system showed results that were different from glucometer measurements. Based on the escalation analysis it was determined that the sensor had deviated from normal behavior, a sensor replacement was approved, and an RMA was issued for further investigation.however,the sensor was not received at senseonics by the closure of this complaint.per the case notes,in an associated complaint(MFR# 3009862700-2024-01089),the user also mentioned an infection at the insertion site.a review of in vivo sensor data showed abnormal behavior in the signal and reference channels since insertion.this is potentially due to the infection at the insertion site and most likely contributed to the observed sensor inaccuracies.as part of resolution, the RMA was authorized to offer the user a sensor replacement.no further resolution was necessary for this complaint. B4. Date of this report 31 january 2025. G3. Date received by the manufacturer? 31 january 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121 h6. Investigation findings updated to 114 h6. Investigation conclusions updated to 4315

Event description:
On november 4, 2024, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.